Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side events of ¿lateral rippling¿, ¿2nd/3rd degree capsular fibrosis¿, ¿non-specific chest pain - pulling/pricking¿, "tightness in the chest¿, ¿foreign body sensation¿, "anxiety", ¿radiating pain to the left arm¿. Device has been explanted. The following events are not device related; ¿severe palpitations¿, ¿heart rhythm disorders¿, ¿high pulse/low blood pressure¿, ¿pressure on the lungs¿, ¿brain fog (extreme forgetfulness)¿,¿night sweats¿, ¿recurring numbness in the arms¿, ¿dizziness¿, ¿fatigue¿, ¿sleep disorders¿, ¿photosensitivity¿, and ¿muscle pain¿.

Event description:
Patient reported left side events of ¿lateral rippling¿, ¿2nd/3rd degree capsular fibrosis¿, ¿non-specific chest pain - pulling/pricking¿, "tightness in the chest¿, ¿foreign body sensation¿, "anxiety", ¿radiating pain to the left arm¿. It was later reported the event of capsular contracture maker grade 3/4¿. Device has been explanted. The following events are not device related; ¿severe palpitations¿, ¿heart rhythm disorders¿, ¿high pulse/low blood pressure¿, ¿pressure on the lungs¿, ¿brain fog (extreme forgetfulness)¿,¿night sweats¿, ¿recurring numbness in the arms¿, ¿dizziness¿, ¿fatigue¿, ¿sleep disorders¿, ¿photosensitivity¿, and ¿muscle pain¿.

Event description:
Patient reported lateral rippling and capsular contracture - baker grade ii-iii. Patient has also reported "non-specific chest pain - pulling/pricking, severe palpitations, heart rhythm disorders, high pulse/low blood pressure, pressure on the lungs, tightness in the chest, foreign body sensation, dizziness, fatigue, anxiety, sleep disorders, night sweats, brain fog (extreme forgetfulness), recurring numbness in the arms, radiating pain to the left arm, photosensitivity and muscle pain, symptoms of beast implant and risk of lymphoma development" ultrasound and MRI have taken place. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Patient reported "lateral rippling", capsular contracture baker grade ii/iii, "non-specific chest pain - pulling/pricking", "tightness in the chest", "foreign body sensation", "anxiety" and "radiating pain to the left arm". Patient has also reported "severe palpitations, heart rhythm disorders, high pulse/low blood pressure, pressure on the lungs, dizziness, fatigue, sleep disorders, night sweats, brain fog (extreme forgetfulness), recurring numbness in the arms, photosensitivity and muscle pain" which are considered not device related. Later, patient reported "symptoms of beast implant" and "risk of lymphoma development". Patient reported later "rippling, hardening of the implants, capsular fibrosis and contact of the silicone gel within the capsule". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 19/mar/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08/apr/2024.

Event description:
Patient reported lateral rippling and capsular contracture - baker grade ii-iii. Patient has also reported "non-specific chest pain - pulling/pricking, severe palpitations, heart rhythm disorders, high pulse/low blood pressure, pressure on the lungs, tightness in the chest, foreign body sensation, dizziness, fatigue, anxiety, sleep disorders, night sweats, brain fog (extreme forgetfulness), recurring numbness in the arms, radiating pain to the left arm, photosensitivity and muscle pain, symptoms of beast implant and risk of lymphoma development" ultrasound and MRI have taken place. Device has been explanted. This relates to the left side the following events are not device related; ¿severe palpitations¿, ¿heart rhythm disorders¿, ¿high pulse/low blood pressure¿, ¿pressure on the lungs¿, ¿brain fog (extreme forgetfulness)¿,¿night sweats¿, ¿recurring numbness in the arms¿, ¿dizziness¿, ¿fatigue¿, ¿sleep disorders¿, ¿photosensitivity¿, and ¿muscle pain¿.